Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified procedure, the mayfield modified skull clamp (a1059) slipped causing a laceration on the left side of the patient's head, approximately 1 inch in length. The patient was closed with staples for safety and concern for neuro-navigation not being accurate after slip, and the mayfield was examined. Mayfield was swapped out and tested, and the patient was placed in proper position, and reopened. Patient did well after surgery.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - an evaluation of the returned device was performed and the reported issue of "slippage" could not be duplicated. The lock has slight movement in the lock, but when properly positioned and put under pressure, it would not slip. The unit has no service history in 5 years. It is recommended that the customer have the clamp have preventative maintenance performed. General maintenance and cleaning were performed. Furthermore, the unit was sent to quality engineering for further investigation, and the above initial findings were confirmed - no additional deficiencies were observed. Root cause - probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.